Manufacturer narrative:
Correction: a supplemental MDR was submitted to reflect the correct device manufacture date and section h imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawer 4 was failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the matrix drawer 4 was failed and medication was fallen behind the drawer and cleared the medications. Tested good and performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
"It was reported by the customer that a bd pyxis¿ medstation¿ es, the main drawer 4 was failed to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay since they managed to get medication from other station. There were no adverse events or injuries reported based on this event."